Event description:
A pt reported experiencing inaccurate high results with a otbe meter. The pt's blood glucose results were 202mg/dl (meter), 170mg/dl (lab). Tests were done within <10 mins with a difference of 33%. Pt did not experience any adverse events. No further info has been reported.